Manufacturer narrative:
(B)(4).

Event description:
It was reported that in 1997, the pt had surgery to reposition the electrodes on the lead. It was reported that the pt was still getting stimulation from the ins but felt it turn on by itself. When the device turns on, the pt received a shock. This shocking sensation also occurred when the device was turning off. Pt states device stimulation was still helping and would like to get their ins checked by an hcp. Add'l info has been requested, but was not available as of the date of this report.